Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on june 05, 2017. Registration number(B)(4). Exemption number (B)(4).

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with topical antibiotics (date and duration not reported).